Event description:
The customer reported that they did not hear alarms for a patient, which resulted in the patient death.

Manufacturer narrative:
Based on the available information, the nurses reported that they did not hear alarms sounding for a patient in distress, resulting in the patient expiring. Philips has already verified that alarms were given for this patient before, during and after the time in question. Philips is in the process of obtaining information regarding this event and the complaint is still under investigation. A final report will be sent once the investigation is completed.